Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon used the drill in the hallu-fix travel set and the burr (ref. 119 618) didn¿t drill well. The surgeon tried to drill but had to put tremendous force. Because of that, after drilling the second proximal hole, the surgeon drilled through the bone and foot and hurt his finger. The surgeon had to scrub again and put new gloves on with approximately 7 minutes surgical delay. Procedure went ahead with a replacement drill. No patient injury reported.

Manufacturer narrative:
Product was returned: diameter 1.9 mm, sharpening of the edge, visual aspect and angle of the flute have been inspected. Dimensional and visual inspections do not show any defect except those due to normal use. (There are some marks on the cutting edge). The part is compliant with our requirements. As no anomaly was found during documentary review and failure analysis, the root cause cannot be determined.